Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override. A technical support specialist (tss) advised that to enable critical override at the device level, the user role must have the station settings permission enabled under station management. This can be configured by navigating to settings, users, user roles, selecting the desired role, and editing the role. Customer was requested to update the appropriate user role and verify whether they can access the 'enable critical override for device' feature at the device level. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was in critical override and internet was down, preventing remote access to the pyxis server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.